Event description:
Device malfunction: none. Symptoms / ae: bradycardia. Time of ae: after the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the pt became bradycardic. The bradycardia was asymptomatic, with heart rates in the 35-40 range, but would get up to 60-65 while ambulating. Beta blockers were held for 24 hours while the pt was observed. Two days post procedure, the pt was discharged to home with asymptomatic bradycardia. Two weeks post procedure the pt returned for a follow-up visit with the physician. Reportedly, the bradycardia was noted as continuing, but improving and the pt remained asymptomatic. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. The device was not returned to abbott vascular for analysis, and there was no device malfunction reported. Bradycardia is a known possible adverse event associated with the use of carotid stents as stated in xact instructions for use (IFU). A review of the lot history record (lhr) associated with this incident revealed that the device met the acceptance criteria.